Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to a migrating pulse wire at ECG "c". A root cause of the migrated wire in the ECG ¿d¿ cable was the lack of a method to secure the unused wire ends. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.